Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. A female patient underwent left total hip replacement. During procedure, it was noted that two pieces of the long mayo scissors had broken off. Diagnostic imaging was utilized to successfully retrieve both pieces. Rest of procedure concluded uneventfully and patient was subsequently discharged home. Unknown if any patient injury. Unknown if delay in surgery. Additional intervention was required.

Manufacturer narrative:
Investigation: no product is available for investigation. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: based on the quality standards we exclude a material or manufacturer caused error. No CAPA is necessary.